Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed a broken terminal on the speaker. The terminal damage led to internally exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the reported damage could not be determined.

Event description:
This report is to advise of an event observed during analysis confirming internally exposed wires of the terminal on the speaker.